Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seeing an ¿x¿ on the recharger screen when she tried to recharge the ins. The patient tried recharging the ins again. The patient said the recharger had not been dropped or gotten wet. The patient said that she was in the process of moving and both the recharger and programmer were packed away in boxes. The patient said she would locate them and try the programmer and recharger again. Additional information received from the patient on (B)(6) 2018 who said their current battery is also not receiving a charge. It was clarified and confirmed that the patient was referring to the "x" they received on their insr screen when they tried to recharge; the patient knows the product is definitely not working. No troubleshooting could occur due to lack of access to product. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97754 serial# (B)(4) product type recharger product ID 37751 serial# (B)(4) product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-06 additional information was received from a consumer stating that they were seeing an x inside of a test bubble on the insr screen, that pss believed to be the incompatible neurostimulator message. The patient was using the insr from their previous implant to attempt to recharge their insr. The patient gave a serial number for the device they were using, confirming that it was the previous insr. The MDR decision has been corrected to not reportable unless additional information received indicates a serious injury or device malfunction the event is unreportable.